Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing of the infusion set dislodged at tubing connector while sleeping. The site was at the right abdomen and the pump was located on the right part of the pants. The infusion was being used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.